Event description:
1st y port on tubing leaking fluid. This was noticed when the blue dual cap was off and the medication that was infusing was leaking onto the bed. A vasopressor was running through this line and was needing to be titrated frequently before this leak was discovered.